Event description:
The patient had the probe 1104g inserted in the neuro operation room and the patient was then transferred to neuro critical care unit. The nursing staff attached the pac1 cable to the cam01 monitor but got a "question mark" symbol on the monitor display. They tried another cam01 monitor with the same result. The integra sales representative suggested this may be a probe issue and recommended that the neurosurgeon be informed of the lack of readout on the monitor. The staff was advised to check all cable connections, try a third monitor, and retain the catheter probe for investigation. There was no patient injury or death alleged and the event did not lead to an increase in surgery time. Additional information was requested and on (B)(6) 2014, the following was provided by the integra sales representative: a (B)(6) year old male patient had a head injury, involved in a road traffic accident. The catheter was implanted on (B)(6) 2014. It was reported that catheter was not replaced. The catheter remained in situ but no active icp monitoring was being performed. Two different monitors and pac1 cables were used and there was no readout on any of the monitors. Patient outcome was reported as patient was sedated throughout and monitored without icp. The patient recovered in line with clinical expectation. The nursing staff suspected a fault with the catheter, not the monitors when the "?" Mark symbol appeared. The catheter was not retained for inspection so the exact lot information was not known.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.